Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During device training by a zoll representive to hospital staff, the (B)(4) xp ivtm system (sn (B)(4) prompted "tcm ID:08" (coolant temp low). No patient involvement.